Manufacturer narrative:
D10 concomitant medical products: 173050g, 173050g endo catch gold, (lot # j4k2953my); 173050g, 173050g endo catch gold, (lot # j4k2953my) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic excision of neuroblastoma, when removing some lipomas from the chest cavity, three bags tore towards the bottom. Parts of one of the torn bags fell into the cavity. The surgeon picked up the fallen pieces one by one with a grasper. The devices were replaced for a total of three times. A specimen bag from another manufacturer was used to complete the case. The surgical time was extended for 15 to 30 minutes due the issue. There was no patient injury.